Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (37-47 mg/dl). Reportedly, the pump basal rate was set too high and needs to be adjusted. Customer addressed low bg levels with carbohydrates. Recommendation was made to discuss diabetes management with customer's health care professional.